Event description:
A skin infection was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described as pain and suppuration and had contact with a healthcare professional (hcp) who prescribed treatment of azithromycin (oral antibiotic) and acuatim ointment (topical antibiotic) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. No physical damage observed on the sensor patch and no issues were observed with the sensor adhesive. No malfunction or product deficiency has been identified. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensors and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.